Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated dexcom cgm pairing failures, including after sensor replacement and multiple troubleshooting steps on the ilet and dexcom apps, which led to automated insulin dosing stopping and a replacement ilet being requested. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included verification of pairing code entry, bluetooth toggling, device restarts, and sensor start attempts. Investigation of this case revealed persistent failure to establish a cgm connection across multiple sensors despite standard troubleshooting, consistent with a device communication or pairing malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.